Event description:
It was reported that during use, the ht50 ventilator inspiration: expiration (I:e) value became 1:1.0. A technician pressed the I:e button then the value became 1:3.0. The ventilator did not stop cycling. However, the patient was transferred to another ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing on the device.

Event description:
This medwatch report was inadvertently submitted. Regulatory report #2023050-2017-05150 was submitted to address this issue.